Manufacturer narrative:
The auto mode information has been updated and provided in this report.

Event description:
It was unknown if the auto mode was used at the time of incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose every morning. Blood glucose reading was 53 mg/dl. Customer was using the auto mode feature at the time of the incident. The customer stated they were treated with food. The customer declined to troubleshoot for the low blood glucose incident. The pump will not be returned for analysis.